Manufacturer narrative:
The biomedical engineer (bme) reported that one of the staff members accidentally bumped the central nurse's station (cns), and it shut down. When the staff attempted to bring the unit back up, the cns does not finish its boot sequence. They cleaned out the unit due to the dust and swapped the drives, but this did not resolve the issue. They tried to boot with just the backup drive, but this unit is still not booting up. The unit was sent in for repair, and the hard drives were replaced and issue was resolved. No patient harm was reported. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that one of the staff members accidentally bumped the central nurse's station (cns), and it shut down. When the staff attempted to bring the unit back up, the cns does not finish its boot sequence. They cleaned out the unit due to the dust and swapped the drives, but this did not resolve the issue. They tried to boot with just the backup drive, but this unit is still not booting up. The unit was sent in for repair, and the hard drives were replaced and issue was resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that one of the staff members accidentally bumped the central nurse's station (cns), which caused it to shut down. When attempting to reboot the cns, it would not complete the boot sequence. No patient harm was reported. Investigation summary: the customer stated that the cns would not boot after it was accidentally bumped. They sent the device in repair and evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was able to confirm the reported issue. The hdds were replaced in the cns to resolve the issue. The hdds are mechanical components and sudden movement while in use may cause damage to the spinning disks within them. As replacement of the hhds resolved the issue, it is likely that the hdds were damaged due to the bump. The root cause is mishandling of the device. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that one of the staff members accidentally bumped the central nurse's station (cns), which caused it to shut down. When attempting to reboot the cns, it would not complete the boot sequence. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that one of the staff members accidentally bumped the central nurse's station (cns), which caused it to shut down. When attempting to reboot the cns, it would not complete the boot sequence. No patient harm was reported.